Event description:
A report was received that the patient¿s ipg and lead incision sites opened up. The physician thinks that the patient may be allergic to what was implanted.

Manufacturer narrative:
Additional information was received that the patient was prescribed different antibiotics which were not successful. The physician determined that it was necessary to remove the device. The patient underwent an explant procedure and did well postoperatively. The explant wound sites appeared to be normal and healing properly; the former ipg site appeared to be healing as well. It appeared that the infection had been removed. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient¿s ipg and lead incision sites opened up. The physician thinks that the patient may be allergic to what was implanted.